Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user contacted their healthcare provider (hcp), reporting that their ilet pump was not working and that they were experiencing symptoms of diabetic ketoacidosis (dka). The user was admitted to the emergency department (ed) for evaluation. A review of the ilet upload revealed limited blood glucose (bg) entries, and the user had not been able to pair a working cgm after changing their dexcom g6 transmitter and sensor on (B)(6) 2025. The sensor failed to start, and the user did not notice the issue before going to bed. Their bg entries were limited, and due to a lack of sufficient data, insulin delivery was paused. The provider was informed of these details. Multiple attempts to follow up with the user via calls and sms were unsuccessful.